Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2012; 5076-52, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an alert for low left ventricular (lv) lead impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.